Event description:
It was reported this was an article summary of 415 patients in which a mitraclip procedure was performed to treat functional mitral regurgitation (mr) from estimated date range of 9/1/2010 to 3/31/2022 with patients at a grade of 3+-4+. The article indicates the implanted mitraclip may have caused or contributed to death. Additional information can be found in the article titled, ¿outcomes of transcatheter edge-to-edge repair for atrial functional mitral regurgitation¿.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. B2: date of event estimated. B3: date of death estimated. D6: date of implant estimated.